Event description:
It was reported that an ilet user experienced a high blood glucose reading on the device and a confirmatory fingerstick of 478 mg/dl while using a steel infusion set and prefilled cartridges; the user received high blood glucose alarms, performed a disconnection test with visible drops from the cannula, and was guided to replace the infusion site and resume insulin delivery. Symptoms included hyperglycemia. Outcomes included device-guided troubleshooting and continuation of insulin therapy after infusion set replacement, with a plan for follow-up. Investigation included remote troubleshooting, alarm review, priming verification by observing drops, and re-insertion of a new infusion set. Investigation of this case revealed that the exact cause of hyperglycemia was unclear, with potential infusion site or flow-related contribution not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.